Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed enzymatic creatinine_3 (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. The quality control (qc) and calibration were acceptable on the day of the event. It was determined that the dilution probe was clogged, and the customer replaced the dilution probe. Siemens has reviewed the instrument data files and the troubleshooting actions performed by the customer. The photometric data demonstrated a decreased signal for the erroneous result. Siemens also observed several dilution arm errors on the day of the event. Based on the aspiration pressure profile, siemens determined that the sample was partially aspirated. Therefore, siemens concluded that partial aspiration of the primary sample by the dilution probe potentially contributed to the falsely depressed ecre3 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed enzymatic creatinine_3 (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the original instrument. The repeat result recovered higher than the initial result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre3 result.